Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the upon interrogation the pulse generator exhibited - diagnostics cleared due to data invalid - message. The patient would be monitored.